Event description:
It was reported through stryker facebook page: "I had my mako knee replacement 2018 and am still in pain. Doctor said there is nothing wrong." Update per conversation with patient (B)(6) 2023: left knee. Pain and stiffness. Patient reported having a manipulation under anesthesia on an unknown date.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.